Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 12 previously reported events are included in this follow-up record. Product return status: 5 devices were received. 7 devices were evaluated in the field. Event confirmation status: 12 reported events were confirmed. Evaluation results: 12 devices were found to be affected by.

Event description:
This report summarizes 12 malfunction events in which the device had paint chips missing. - 12 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 12 events were reported for this quarter. Product return status: 5 devices were received. 7 device investigation types have not yet been determined. Event confirmation status: 5 reported events were confirmed. Evaluation results: 5 devices were found to be affected by missing paint chips. 12 devices were not labeled for single-use. 12 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 12 </noe> malfunction events in which the device had paint chips missing. 12 events had no patient involvement; no patient impact.